Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a bruise on the patient's upper body. The patient consulted his physician who advised to remove the device. Follow-up indicated that the patient ended use of the device and theat the bruise had not yet healed.